Event description:
Possible false negative, diagnostic cells outside field of view (fov). Cas felt the case presented had trigger cells in the 22 fov that would prompt an autoscan. The customer disagreed. The lab is waiting for tissue confirmation. The customer did not want to send the slide in for investigation. Site will be monitored to determine if expected occurrences (as determined by (B) (6) study) are exceeded. Cts on site will continue to hold questionable cases for cas review on the next visit. Cas has offered to review trigger cells with the customer. The customer felt a review was not necessary at this time.